Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 integrated main had a drawer failure. The customer reported that they recovered the failed drawer, but it failed again when they tried to remove a medication. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer arrived at the station and found no failures, which confirmed the intermittent issue reported. The field service engineer found a worn retractor band and broken front fascia plates and replaced both components to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.